Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# unknown, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported a loss of efficacy of the therapy. Measurement of the impedances showed values greater than 4000 ohms for electrode contacts 0 and 1. The x-ray image revealed no issues. The implantable neurostimulator (ins) was scheduled to be replaced. During surgery, physician saw that the electrode was broken after the second electrode pole. This means pole 0 and 1 was still in the patient. There was no chance explanting the two poles. They then exchanged the electrode. According to the surgeon, the tissue was soft, so the explantation was uncomplicated. The electrode was removed with a single pull. Cause as that patient may have fallen. Patient could no longer remember exactly. Issue was resolved. Ins and lead will be returned or analysis.